Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported problem, link switch error, was verified as a system error 321 through the history log review. The event history log (ehl) review was performed and revealed multiple events of system error 321 - link switch error (up) and zero events of system error 322 - link switch error (low). During secondary inspection, the link was found to be loose, which is the probable cause of the customer-reported problem. The link was adjusted to correct the reported condition. Should additional relevant information become available, a supplemental report will be submitted.